Event description:
The pt was connected to the defibrillator/monitor and diagnosed with a shockable cardiac shockable arrhythmia. The report is not clear, but the defibrillator reportedly would not complete charge, and energy could not be discharged to the pt as a result. A back-up lifepak 12 defibrillator/monitor series was immediately used to continue pt treatment. The pt was not resuscitated. The reporter stated the pt outcome was not affected by the reported discrepancy since treatment was not significantly delayed.